Event description:
(B)(4). Initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer to a company product specialist and forwarded by our local affiliate ((B)(4)). This case involves a (B)(6) female pt who received her second treatment of poly-l-lactic acid (sculptra) on (B)(6) 2008 for face correction. Relevant medical history and concomitant medication info were not reported. Sometime in (B)(6) 2008 after her second treatment she developed a subcutaneous nodule/lump at the left wing of the nose upwards the cheek. It is the size of a pea, slightly sore upon palpation, but it is not visible. The pt still experiences soreness even upon touch at the cleft of the chin. The pt received approx. 14 ml of poly-l-lactic acid (injected all over the face). It was mixed with: 5ml of sterile water and 2ml of lidocaine (2%) (7 ml in total). Corrective treatment, if any, was not reported. At the time of this report, the event remains ongoing. (B)(4). Reporter¿s causality assessment: not provided. Addendum for follow-up info received on (B)(4) 2009; ptc results for batch (B)(4) revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. The review of the DHR (device history records) and of the analytical results of the involved batch didn¿t show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn¿t batch related. Conclusion: no faults detectable. Addendum for follow-up info received on (B)(4) 2009: the pt reported that the subcutaneous lump is still present. It has increased in size and is sore when touched. It is not visible.